Event description:
It was reported to quest medical by (B)(6) medical center of an alleged leaking IV administration set, requiring the set to be changed out. It was confirmed that there were no patient complications.

Manufacturer narrative:
The suspect device was received by quest medical on (B)(6) 2022. Subsequent investigation of the device confirmed the reported complaint condition, as the device was found to be leaking at the distal end of the filter. Quest will continue to monitor complaint trends for this condition.